Event description:
The customer reported to olympus, the high frequency unit "esg-400" has a broken bipolar socket. The intended procedure is a therapeutic procedure. The procedure was completed with the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displays error codes e089 and e090. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a damaged/ loose bipolar socket and error messaged e089 and e090 were displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective generator board a device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.